Manufacturer narrative:
Based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed. We will continue monitoring the complaint trend for the product and symptom. With no actual sample analysis, a probable root cause could not be offered.

Event description:
Material: 305902. Batch#: 3312251. It was reported by the customer that administering flu vaccine to patient. After pushing plunger down and pulled back, the needle was disconnected from plunger and in patient¿s leg. Medical assistant (ma) pulled needle out of leg using a gloved hand. Verbatim: rcc received a complaint via email. Email(s) attached. Administering flu vaccine to patient. After pushing plunger down and pulled back, the needle was disconnected from plunger and in patient¿s leg. Medical assistant (ma) pulled needle out of leg using a gloved hand. Model# 305902; lot# 3312251. Customer response: can you share any physical sample or photo if available for investigation? Not available: discarded. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. None. Could you please confirm is there any leak. Unknown.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material: 305902, batch#: 3312251. It was reported that the bd safety-lok needle pulled out of the hub. The following information was provided by the initial reporter: "administering flu vaccine to patient. After pushing plunger down and pulled back, the needle was disconnected from plunger and in patient¿s leg. Medical assistant (ma) pulled needle out of leg using a gloved hand.". Model# 305902. Lot# 3312251.